Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting procedure, a hematoma was identified. The target lesion was located in the right renal artery. A 5.0x15mm express sd stent was successfully implanted. Post procedure, a small renal hematoma was identified. The patient was transferred to the hospital for overnight observation. The physician is not attributing the hematoma to the stent. There were no additional patient complications reported and the patient's status is ok.